Manufacturer narrative:
(B)(4). The occurrence date of this peritonitis event is unknown; however, the peritonitis is known to have been diagnosed in (B)(6) 2013. This is the same patient as (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers h13a04047, h12k28039, h12k09112, h12j26076, h12i27059, and h12h31095 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 2 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. The patient was hospitalized for an unrelated issue. While hospitalized, the patient was diagnosed with peritonitis. The patient was treated with cefazolin ip (dose and frequency not reported). The patient was discharged from the hospital. The patient was recovering from this peritonitis event.